Event description:
It was reported that a stage 1 patient experienced an infection and as a result the ins was not implanted. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).